Manufacturer narrative:
The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One picture was provided by the customer. By examining the picture, the balloon of the catheter is visibly broken. Since the physical sample was not provided the root cause and corrective actions could not be identified. If a sample is received in the future, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation because the device was discarded.

Event description:
Customer reports: two of the catheters are busted. Per additional information received on 03/15/24, the catheter was inside the patient for 6 days before the balloon burst.